Manufacturer narrative:
Unit unable to prime during the prime/delivery test due to faulty back pressure sensor. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had two motor error alarms in the past two days. The caller did not recall any significant events leading up to the motor error alarms. Blood glucose level at the time of the most recent incident was 388 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.